Event description:
The account reported the brake casters are not functioning. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the brake caster pads are worn. Per the hill-rom user manual, warning: pts may use the bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A service of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.